Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a lead revision and battery replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was patient needed coverage to new pain areas and the patient's ipg was updated to MRI compatibility. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a lead revision and battery replacement for an unknown reason.